Manufacturer narrative:
Customer called service reporting they were getting a warning light, when machine was rebooted, "15ml were requested but 30 ml were delivered" . Quality assurance spoke with a field service engineer (fse) who went on site and investigated the issue. The fse stated the issue as described was not totally accurate. The injector did not deliver an incorrect amount, but rather, the a side sensor switch was loose and when pushed it would not read correctly. Fse tightened the loose switch, to fix the issue but decided to replace the switch as a precaution. Fse then checked the unit for proper operation and returned unit to the customer for service.

Event description:
Customer reports that during a cardiac MRI, the injector was programmed on the console to deliver 15cc, but it delivered 30cc. The patient was not injured and the exam did not have to be repeated. They said this is the first time this has ever occurred with the injector and it has not occurred since that time. No other details were known.